Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was capsular contracture, baker grade iii, and fluid collection. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reports "felt a strong pain in the left prosthesis, felt uncomfortable and more swollen" and a "sensitive area". Healthcare professional reports capsular contracture, baker grade iii, seroma-late, and cyst. The device has been explanted.